Event description:
It was reported to boston scientific corporation that two resolution clip devices were used during a hemostasis procedure in the stomach. Patient's weight not provided. According to the complainant, during the procedure, when the physician attempted to open the clip, the sheath became detached at the blue oversheath grip. The procedure was completed with a second resolution clip device. There has been no report of complications or injury to the patient as a result of this event. The patient's condition post procedure was reported as good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.